Event description:
Healthcare professional reported, via nbir ¿suspected/actual rupture/deflation, change shape/size/style¿. This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.